Manufacturer narrative:
Although this malfunction occurred in 2012, it is being reported to FDA as a result of a 483 audit observation regarding MDR reporting given to vygon (B)(4) on (B)(4) 2014. This complaint is not confirmed. From the description of the incident, it seems as if the catheter was inserted without catheter tip position control. Unfortunately, the user did not identify the premature baby's symptoms, so that the patient finally died. The user obviously ignored the warnings in the catheter's IFU regarding cardiac tamponade and the necessity to avoid catheter tip placement in the right atrium. Having checked batch history records, no abnormalities were found. Despite of one similar incident in (B)(6) 2009 in the USA, where the catheter's tip was placed into the right atrium, no similar incidents of cardiac tamponade were registered within the last 5 years.

Event description:
Baby became very unwell approximately seven days post placement of premicath for tpn. Unit were unable to resuscitate and baby died. Premicath was not retained for investigation. During the post mortem, tpn was discovered within the pleural cavity. No x-rays of tip placement available, as no control was done.